Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was foreign material clogging the nozzle. This is attributed to the failure to clean adequately. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability and water supply volume do not meet the standard value. Other observations for the device: adhesive on distal end rubber coating (a-rubber) has a chip; due to wear of angle wire, the play of up/down knob and bending angle in up direction is out of the standard value; air/water cylinder has corrosion; objective lens has discoloration; due to a scratch on objective lens, the image has dark area partially; distal end cover (c-cover) has a scratch; light guide (lg) lens has discoloration; due to dirt on objective lens, there is a lack of image on the monitor; electrical connector (el-connector) has discoloration due to water leakage; suction cylinder is shaved; universal cord has a wrinkle; paint on air/water cylinder has peeling; and scope cover unit, control unit, scope cover, scope cover plate; connecting tube, switch box, switch (sw) sw1, scope connector; flexibility adjustment ring, grip, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, protector of universal cord and universal cord have a scratch. User complaint of poor air supply was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of poor air supply. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that there was foreign material clogging the nozzle. This is attributed to the failure to clean adequately. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability and water supply volume do not meet the standard value. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle during device evaluation.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Other device involved and event date is unknown. Information on reprocessing of the device: reprocessing was performed per the instructions for use. Pre-cleaning was performed immediately after the procedure. Channel cleaning adapter was used. Manual cleaning was performed within an hour after the procedure. The air/water nozzle was wiped/brushed with clean lint-free cloths, or sponges. The air/water nozzle was flushed with the detergent solution.

Event description:
Addendum apr 10, 2023: the customer reported event of poor air supply occurred during the inspection before procedure. Foreign material in the air/water nozzle was not identified at the time. The intended procedure was routine endoscopy. It was completed without any delay. There was no effect on the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ [inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.